Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported three days after implant that the patient's right ventricular (rv) lead dislodged as evidenced by oversensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.